Manufacturer narrative:
According to sophysa in-house process, the returned catheter has been analyzed by sophysa quality control laboratory. Visual examination and functional control were performed. The visual inspection revealed that a hole is present on the tubing. The wall separating the stylet lumen and the csf lumber drilled inducing the csf leakage. The functional control confirmed the presence of a leakage. To conclude, the origin of this issue could be due to an accidental perforation during the removal of the stylet by the user.

Event description:
The customer found a csf leakage during the implantation during the implantation. No clinical patient consequences